Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. On 10/20/2023, it was reported by the healthcare provider that the patient experienced dexcom failure and worsening hyperglycemia. According to the report, the patient who is 27 years old and a male (as per reporter, patient refused to provide info identifiers). The reporter was unable to provide other info/details. There were reportedly no continuous glucose monitor (cgm) readings provided at the event. There was no blood glucose (bg) meter reading taken in comparison to the cgm and no patient symptoms were documented. The patient was brought to hospital. He went to the emergency room and was admitted to the intensive care unit with moderate to severe dka. The reporter was not sure who took him to the hospital. Medical intervention received was uncertain, but the reporter believed it to be insulin. There was no documentation of further medical evaluation or intervention for dka. Of note, the patient had an insulin pump and dexcom malfunction. At the time of the report, the patient was recovering and had been discharged from the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.